Event description:
It was reported that during da vinci-assisted surgical procedure, the teflon pad of harmonic ace instrument detached from instrument. Backup instrument of same kind was used. The procedure was completed with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did not receive the da vinci product with an alleged issue to perform failure analysis.